Event description:
It was reported that an interlink secondary medication set was observed with the tubing separated from the male hub. This observation was made when the nurse removed the set from the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation against the reported condition of separated tubing. Visual and functional testing confirmed the reported condition. Visual inspection under a microscope showed that the tubing ends had no visible solvent plow ridge or residue. The remaining solvent bond was pull tested with no failures noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be a manufacturing assembly issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection under a microscope showed that the tubing end has no visible solvent plow ridge with little solvent residue. Visual inspection showed that the tubing was separated from the male luer lock adapter. Should additional relevant information become available, a supplemental report will be submitted.